Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise from an unrelated surgical procedure on the right ventricular channel. No noise could be reproduced and the pacemaker remains in service. No adverse patient effects were reported.